Event description:
It was reported that the patient had an ams monarc sling implanted in (B)(6) 2004 to relieve the symptom of urinary incontinence. The patient alleged that it did not address her incontinence issues and has now migrated ("migrated in vivo"). The patient additionally reported chronic pain and a foreign body response to polypropylene. No additional patient complications have been reported in association with this event.

Manufacturer narrative:
Implanted: (B)(6) 2004.